Manufacturer narrative:
Manufacturer ref no.; (B)(4). The device was returned to baxter and evaluated. The unit was received inoperable due to a constant "door not fully latched" message caused by a loose upper link screw. The screw was adjusted during evaluation with the door performing as expected. The screws were replaced during the repair process.

Event description:
It was reported that a pump has a door not fully latched message which was found during chemotherapy. It was also reported there was no patient injury.